Event description:
Additional information was received from the patient. The patient reiterated that the device never worked for them. Patient stated that they stopped using their device years ago. Patient stated that they had a suprapubic catheter placed, they tried device therapy, and they took medications for their condition but they did not get very far. No action taken by pats, documented reported event. Patient called to inquire about external device disposal, agent reviewed expectations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient said that therapy wasn't helping with symptom control so they stopped using the therapy and charging it last summer (2022). Patient services documented reported event. No further action was taken. Additional information was received from the patient. They called back and stated previous information regarding device not working. Patient said MRI facility told them they won't do MRI with leads in place. Patient said they have an appointment on (B)(6) to discuss having ins removed. Patient said since they were having ins removed, they don't need the new equipment that was sent to them. Patient to return equipment.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.